Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint confirmed. One unpackaged ar-8771-0422x dynanite comp plate, 4-hole square, 22mm, serial batch number (B)(6), was received for investigation, and no screws were returned. Visual evaluation observed some metal shaving on the dynanite comp plate holes (on two holes). Also, it was observed a missing piece of the dynanite comp. Plate. Edge. No other visual issues were observed on the thread of the plate. The most likely cause for the reported failure can be attributed to user error of the device due to over-torquing/over-engaging the screws during use. Refer to investigation photos #1-5 for further details.

Event description:
On 7/13/2022, it was reported by a sales representative via email that an ar-8771-0422x dynanite compression plate was implanted without any issues. After the plate was secure with four 3.0mm hybrid locking screw, a t10 screw driver was used to remove the compression device. However, the screw immediately stripped and had metal shaving come out, impeding the driver from engaging again. Surgeon attempted to use pliers to turn the screw counter clockwise and engage the compression device, but the screw would not budged. This was discovered during a talar-navicula arthrodesis procedure on (B)(6) 2022. Additional information received on 7/14/2022: surgeon had to remove the entire compression plate along with the screws and use a new ar-8771-0422x dynanite compression plate, from lot 13434733, along with the same screws from the previous plate, to complete the case.